Manufacturer narrative:
The abutment was returned to attachments international for evaluation; however because the abutment was fractured, it could not be determined whether or not it met product specifications. A review of the manufacturing records indicated that there were no variances or non-conformities during the manufacturing process and that the product met release specifications. During a follow-up phone call with the dentist's office on (B)(6), 2011, it was stated that new abutments were ordered and will be placed. In addition, it was stated that the torque applied to the abutments was 14ncm instead of 30ncm as recommended in the instructions for use, indicating that user error contributed to the incident. Further investigation is in process and a follow-up report will be submitted when results are available.

Manufacturer narrative:
After further investigation it was concluded that the abutment fracture occurred as a result of the procedure used by the doctor. It was determined that the abutment was not fitted properly into the corresponding implant. The tension exerted by the bridge and the improperly seated abutment likely caused stress between the parts when forces were applied, resulting in the fracture of the abutment.

Event description:
On (B)(6), 2011, a doctor reported to attachments international, inc. That two (2) imz 3.3 ime screws had fractured. This MDR is the first of two reports.